Event description:
This lead was removed and replaced because it dislodged and there was total loss of capture. The hospital retained the device. Should additional information become available, this report will be updated.